Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the image turned green when using the deflectable videoscope. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.